Event description:
It was reported by a customer on (B)(6) 2011, the fiber forward fired at 69,052 joules. Per the customer, the forward firing condition was noticed when the fiber failed. This occurred while inside the pt; however, the pt did not experience any difficulties as a result of the failure. A forward firing condition was noticed with the aim beam. There were no observations leading up to the incident. There were no error codes displayed on the console when this event occurred.